Event description:
It was reported that the physician attempted to rapid atrial pace the patient out of atrial flutter and the change in the external pace generator (epg) settings sent the patient into burst of ventricular tachycardia on the monitor. The patient became symptomatic from the rhythm change with visual shaking and diaphoresis. The physician changed the settings on the epg to a backup mode of vvi, which induced inappropriate pacer spike on the monitor. The physician was unable to change the sensitively and reduce the inappropriate pacer spikes. The physician assistant (pa) traced the wires from the epg back to the patient. It was discovered that although the colors on the top of the box were coordinated, the wires were switched at the point where they exited the patient¿s body. The wires were switched back to the correct setting and the doctor was able to rapid atrial pace the patient out of atrial flutter and into atrial fibrillation. The patient was discharged home one day after the wires were switched back to the correct setting and conversion back to the normal sinus rhythm. The physician stated that there was nothing to prevent this from happening again and there was no hard stop. The physician also stated that the wires could go into either cable. The epg remains in use. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).